Manufacturer narrative:
Estimated as procedure date is reported to be approximately 1 year ago, however exact date is unknown.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted. At the 45-day follow-up, transesophageal echocardiogram (tee) revealed a mobile, 0.6cm thrombus near the insert on the face of the watchman device. The patient was instructed to stop warfarin and begin pradaxa 150mg twice daily. The patient is expected to return for follow up in 8 weeks for re-evaluation via tee.